Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I total b-hcg result for one patient. The following data was provided: initial result was 72.68 miu/ml, repeat was <1.2 miu/ml no impact to patient management was reported.

Event description:
The customer reported a falsely elevated alinity I total b-hcg result for one patient. The following data was provided: initial result was 72.68 miu/ml, repeat was <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. The customer service representative reviewed the instrument logs and identified high-value carryover on the sample probe and rinse cups. The customer was instructed to clean the alinity pipettor probes, which resolved the issue. Module functionality was verified with a successful control run. A review of the instrument service history for serial number (B)(6) identified no additional complaints related to discrepant results associated with the alinity pipettor probes. Additionally, a review of complaint and trending data for the alinity I processing module, as well as the alinity pipettor probes, did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module, serial number (B)(6), or the alinity pipettor probes.